Event description:
It was reported that the patient presented to a procedure. During the implant procedure, the right ventricular lead failed to extend the helix properly. High capture threshold and pacing impedance was noted as a result. The lead was not used. The patient condition was stable. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: section h10 - the reported event of helix mechanism issue was confirmed, while the reported event of high lead impedance and inadequate capture were not confirmed. As received, a complete lead was returned for analysis with the helix extended and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event of helix mechanism issue was isolated to blood / tissue in the helix housing and over torque of the inner coil consistent with procedural damage. Electrical testing was normal. A device history record (DHR) review was performed. The product passed all quality control tests prior to its distribution.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, while the reported event of high lead impedance and inadequate capture were not confirmed. As received, a complete lead was returned for analysis with the helix extended and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event of helix mechanism issue was isolated to blood / tissue in the helix housing and over torque of the inner coil consistent with procedural damage. Electrical testing was normal.